Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up high capture threshold and decreased sensing were observed. The lead was repositioned successfully.